Manufacturer narrative:
Additional information: initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The psi supply board, the starter kit, and the stator cable from start board to ts1 were replaced. Rad and fluoro gain calibration were performed and home was invalidated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ps1 power supply with lot number: rev. 1 : s/n (B)(4) was returned to medtronic for analysis. Analysis revealed an electrical failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The generator starter pcba was returned for analysis. No failures were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply and the starter was causing the error. The issue was confirmed when the psi board is out of 5 vdc tolerance by more than 7%. Therefore, the generator doesn't get ready and the site can't perform an x-ray. The issue was resolved when the power supply and the starter upgrade kit was replaced. The system then passed the system checkout and was found to be fully functional. No device has been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that imaging system was beeping and taking an x-ray was not possible. No patient was present when this issue was identified.